Manufacturer narrative:
Analysis of the device revealed the pump head had a hole in the pump tube. The pump tube was a discolored, deformed in shape, had wear on the surface and two breaches in the tube material that caused leaks during the pump leak test. According to the print report, the pump contained saline.

Event description:
The device was returned with no information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.